Manufacturer narrative:
(B)(4). The lot number was not identified; therefore, a device history record review will not be performed. A follow-up report will be submitted with all additional relevant information.

Event description:
The patient presented to the hospital at 3 am on (B)(6) 2010, and underwent angioplasty of the circumflex artery between 10-11 am on (B)(6) 2010. The patient died on (B)(6) 2010, on the cath lab table. The physician told the patient's wife that "the balloon burst and ruptured his artery." The physician also told the patient's wife that there were several balloons used and was not sure when the voyager was used and that it was "not inflated over 12 atmospheres." No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. The patient effects of perforation and death are listed in the rx voyager coronary dilatation catheter instructions for use as known adverse events associated with coronary balloon dilatation procedures.